Manufacturer narrative:
The patient's driveline communication fault from (B)(6) 2022 is reported under MFR #: 2916596-2022-14079. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient contacted their hospital with concerns of a driveline communication fault alarm on their controller. The patient had already experienced this issue in (B)(6) 2022. The patient was doing fine clinically, and their pump was operating as expected. Log file analysis confirmed a driveline communication fault occurring on (B)(6) 2022. The patient visited their hospital, and their modular cable was exchanged. The patient's controller was also exchanged for their backup controller. No visible anomalies were observed on the patient's pump cable or the exchanged modular cable. The alarm resolved; however, the following day the patient contacted their hospital as a driveline power fault alarmed on their controller. The patient visited their hospital to clear the alarm; if the alarm reoccurs, further treatment will be discussed. Related pump MFR #: 2916596-2022-15740. Related modular cable MFR #: 2916596-2022-15741.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed. The submitted log file contained approximately 1.5 days of data (10dec2022 ¿ 12dec2022 per the timestamp). A driveline communication fault alarm activated on 11dec2022 at 14:16:10 due to a com a fault. The alarm remained active for the remainder of the log file. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The exchanged system controller remains with the patient and will not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 IFU (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 IFU (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Since the patient was discharged, no further alarms have occurred.